Event description:
The customer reported that the system monitor would not turn on. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor connection was repaired and cable replaced during the service call. The system was tested and found to be working as intended and put back into service.